Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - (B)(4). Baxter healthcare - (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This was further described as "heater bag connection was leaking". This occurred during dwell one of four of automated peritoneal dialysis (pd) therapy when the patient was connected. The therapy session was ended. Manual supplies would be used to finish therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.